Event description:
Olympus received a report that during a procedure, the endoscope became lodged in the pt during a polypectomy. The pt was reportedly transported to a nearby hospital for surgery and to remove the device.

Manufacturer narrative:
The user facility was contacted to obtain additional information regarding the report. The attending physician reported that the pt had undergone endoscopy with polypectomy. A non-olympus polypectomy snare was reportedly used with the subject device during the procedure in an attempt to remove two large (8-9 cm) polyps. The snare was said to have become lodged on the polyp. The gastroscope was removed, and the pt was transferred to a nearby hospital for surgery. The physician further reported that the snare and polyps were successfully removed from the pt, and the pt was released from the hospital following the surgery. The physician reported that there was no device malfunction during the procedure and stated that the snare became impacted due to the size of the polyp. The gastroscope was returned to olympus for evaluation several months following the event. The evaluation found that the device failed electrical safety testing due to a cracked distal end cover. The bending section glue was cracked. There were buckles noted at approximately 13cm mark and below the protection boot. In addition, scrape marks and shear marks were observed on the internal channel wall of the biopsy channel. These phenomena were attributed to physical damage and would not have likely caused or contributed to the reported event. This report is being submitted as an MDR in an abundance of caution.